Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard leaked at luer connection. The following information was provided by the initial reporter: over the past several weeks, our infusion services nurses have noticed a potential issue with the "bd insyte autoguard" IV catheters. The nurses have reported that numerous IV catheters are leaking at the connection site. The lot numbers for the catheters vary. Every IV catheter that leaks needs to be replaced, putting the patient at a higher risk of infection. The times that these IV catheters have failed, they have not been needed in anurgent or life or death situation, so the risk of patient harm is relatively low. I am not sure of the exact number of products that failed before I was alerted to the issue.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.